Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that the device was explanted after an implant duration of approximately 20 months. No additional information was provided despite multiple follow-ups with the healthcare provider. There has been no information to suggest a device malfunction.

Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: despite multiple follow-ups, the healthcare provider did not provide any additional information such as cause of explant, operative report, patient medical history, or device status. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Without additional information from the healthcare provider, no further investigation can be performed into this event.